Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data. H11 additional narrative.

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint "alert/notification settings issue" was undetermined due to the receiver passed alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient¿s child, on (B)(6) 2025, the patient was in a coma from 7:00am to 8:30am so the reporter called 911. The patient was breathing and vomiting, and he needed to counter breath. The cgm was low (less than 40 mg/dl) at that time, but they didn't hear the sound of the receiver, the volume was not working properly and was not loud enough. The reporter stated that the patient did not change the settings of the receiver. The paramedics arrived and they took a blood glucose (bg) reading which was 30 mg/dl while the cgm reading was low (less than 40 mg/dl). They treated the patient with intravenous (IV) medication and after the treatment the bg increased to 290 mg/dl. The patient regained consciousness and was not taken to the hospital as she already felt fine, her vitals were fine and her heart as well. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Event description:
The performance data was reviewed for the time period in question. The data suggests that the app was not launched until 5:12 pm on (B)(6) 2025. At that time the backfill data appeared, and the user began receiving alerts appropriately. It should be noted that the allegation for this issue was against the dexcom receiver and not against the app.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.